Event description:
Customer reported leak in tubing while set was being transported from the pharmacy to the patient. The leak was noticed where the pvc tubing connects to the blue upper fitment section on the set. The tubing was never placed in the pump. The doxorubicin infusion was recompounded, and the infusion was delivered using a different type of set as a primary tubing without further incident. No patient/user harm reported and no medical intervention was required. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.